Event description:
It was reported there was a communication problem and an over-discharge was suspected. It was reported the patient did not know when the last time was they felt stimulation. It was noted a physician mode reset (pmr) was performed four times and then a power on reset (por) was displayed. It was noted the patient charged for one hour and the battery was 3/4 full but by the time they got to the office the clinician programmer showed that the battery was discharged. It was noted that at the doctor¿s office the manufacturer representative stated that while charging, the battery was incrementing very quickly: 0-25% 1 minute, 25-50% a couple minutes and 50-75% 3-4 minutes. It was noted that when the battery reached 100% charged, the manufacturer representative cleared the por and impedances were taken. It was noted contact 0 was >10000 ohms, at 1.5v all contacts were xxx. It was noted impedances were tested at 3.0v and contact 0 was in the high 30000 ohms and all other contacts were normal, 500-1000 ohms. It was noted the patient was going to be reprogrammed as the patient had groups from a-g with very complicated programming. It was noted that 40 minutes after the battery was 100% charged that it was discharged again while the manufacturer representative was programming the device. Additional information received reported the patient condition was unknown. It was noted the patient was instructed to charge their battery every day.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 232930001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v284952, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-33, lot# v287550, implanted: (B)(6) 2010, product type: lead. (B)(4).